Event description:
It was reported that the spinal cord stimulation (scs) patient underwent the replacement procedure due to difficulties charging the implantable pulse generator (ipg) and inadequate stimulation, which led to a decline in therapeutic effectiveness. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, the patient reported adequate pain coverage and expressed satisfaction with the therapy provided.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.